Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device were unsuccessful. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Without return of the device the clinical observation cannot be confirmed and root cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 27mm bioprosthetic mitral valve, implanted in the mitral position for eight (8) years, three (3) months, eleven (11) days, was explanted due to mitral regurgitation, restenosis, and stenosis. The explanted device was replaced with a 29mm aortic pericardial valve. Through followup with the healthcare provider it was learned that the explanted 27mm bioprosthetic mitral valve leaflets were stiff with poor mobility. The patient was taken to cardiovascular intensive care unit (cvicu) for recovery. Postoperative course complicated by thrombocytopenia (hit + sra negative), pericarditis, acute blood loss anemia requiring prbc, paf, junctional rhythm, 4bt run of vtach (asymptomatic).